Event description:
The manufacturer was contacted about a voluntary field safety notice/recall notification regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The customer claimed that the dreamstation auto CPAP device caused a persistent dry cough (non-serious injury) in connection with the sound abatement foam recall. No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.